Event description:
The customer reported that during an explorative laparotomy while working on tissue described as muscle located deep in the patient's pelvis, the device knife came out of the track and was protruding. There was no patient injury or tissue damage reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.